Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation on her shoulders, back and side. The irritation was open and starting to scab. The patient was prescribed a cream. The current medical condition of the irritation is unknown as multiple follow-up attempts were not successful.